Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 127 mg/dl. The customer stated that he was in the hospital for unexplained low blood glucose due to alcohol. The customer stated that the display was scrolling up or down without stopping and he received button error alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.